Manufacturer narrative:
The device was swapped out with a different device to use on the patient. There was no delay in therapy, nor medical intervention reported other than the ventilator swap due to the reported issue. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The fse replaced the pcba motor controller to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device had a "35v supply failed" alarm. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. There was neither delay in therapy nor medical intervention reported other than the ventilator swap due to the reported issue.